Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. Work order search: no [or#] similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -12.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to elevated iop(23mmhg) without pupil block(assessed on (B)(6) 2021) and angle closure (assesed on (B)(6) 2021), and excessive vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as unknown, angle closure.reportedly, cornea and lens ok. Pio normal.